Event description:
On (B)(6) 2004, this patient was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm (aaa). On (B)(6) 2012, there was a reintervention to treat an aneurysm in the right iliac. The field sales associate (fsa) reported that the physician stated this is disease progression and is not in relation to the original devices used to treat the aaa. It was reported that the left hypogastric artery was embolized and the physician intentionally covered this artery so there was no back flow into the aneurysm sac. A gore device was implanted and extended into the right external iliac artery. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use states: patients should be counseled as to the possibility of subsequent reinterventions. Additional devices implanted and/or related to this event: (B)(4). Attempt(s) to acquire information for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.